Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant while the patient was recovering in the hospital, it was discovered that the left ventricular lead had dislodged. The lead was explanted and replaced, and the patient was in stable condition.